Manufacturer narrative:
(B)(4).

Event description:
She inadvertently took a small sip of corega oxygeno bio-activo [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (corega oxigeno bio-activo) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega oxigeno bio-activo. On an unknown date, an unknown time after starting corega oxigeno bio-activo, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega oxigeno bio-activo was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega oxigeno bio-activo. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via call center representative (phone) on (B)(6) 2021. It is reported that "a lady has left a voicemail to say that she inadvertently took a small sip of corega oxygeno bio-activo (corega bio-active oxygen). She wants to know what it can do".